Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure transient complete heart block occurred during the right ventricular (rv) lead placement necessitating brief transcutaneous pacing. The lead remains in use. The patient is enrolled in the adaptresponse study. No further patient complications have been reported as a result of this event.